Manufacturer narrative:
It was determined that the avalon base station was incorrectly reported. The correct device should have been the wireless fetal transducer (867246 avalon us transducer). Corrections made to box d and box g.

Manufacturer narrative:
Additional information was received from the customer. Per the customer, it was determined the death was due to uterine rupture during labor. Although the cause of death was uterine rupture during labor and delivery, it remains unknown whether the users may have mistaken material heart rate (mhr) for fetal heart rate (fhr) during the event, which may have prevented the users from seeing the change in fetal condition. The mother at 50 weeks plus 5 days gestation and expecting her fifth child presented to labor and delivery with contractions. Labor progression was slow with a lot of pain. There was continuous external fetal monitoring with no internal monitor due to her pre-existing hiv infection. At approximately 1630, the contractions decreased and there was change in the ctg, but no decelerations were present. Two hours later, it was determined a c-section would be performed due to lack of labor progress. Throughout this time, ctg was registering with good quality. At 1730, an ultrasound was performed, revealing normal fetal heartbeat. Between 1950 and 2240, a toco with a cord was used but the mhr was not recorded so the staff changed back to a cordless toco. Due to the normal ctg, a uterine rupture was not suspected. When the baby was delivered, there was no cardiac activity and resuscitation was unsuccessful. It was then determined the uterus had ruptured, with a lot of blood present in the patient's abdomen. The customer indicated there was no malfunction of the device; the question they had was whether it is actually possible to get such a good registration for such a long time of the mother´s pulse and mistake it for the child´s. A philips product support engineer (pse) reviewed patient strips. The pse indicated that it is possible to get good registration for an extended period of time. Looking at the strips, they could also see where the mother and baby¿s signals merged (around 15:00); they also noted that the baby seemed to be alive to the end of the strips we were provided (which ended soon after 23:20). This would have provided a ¿coincidence alarm¿, which would show as a ¿?¿ on the strips. However, the pse was unfamiliar with a milou system so could they not say if that would show the same detail. This information was provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem was patient related. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Good faith efforts are being made to obtain information relating to the serial number. A final report will be submitted once the investigation is complete.

Event description:
It was reported following a fetal death, the user was uncertain whether fetal and maternal pulses were switched during delivery. The baby was delivered via c-section but was stillborn; however, there was a fetal heart rate present on the trace. It was thought by the users that there were heart rates appearing for both mother and baby during delivery. It was also indicated the ctg tracing was turned off and 50 minutes later the c-section was performed, revealing the stillborn baby. It remains unclear to the customer if there was a misinterpretation of the heart rate trace. Additional information was received. Review of the data provided was performed by a clinical scientist, revealing that monitoring of the fetus was stopped approximately 30 minutes prior to the stillbirth. The fetus was delivered via c-section due to the mother having a ruptured uterus, which may have led to fetal hypoxia in that 30-minute window of time. Monitoring was restarted just prior to the c-section and the fetal heart rate was clearly indicated by other means such as ultrasound. Based on this information, the cause of the fetal demise remains unknown.